Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7082850, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to inadequate stimulation. The explanted leads were discarded per hospital policy and patient was doing well postoperatively.